Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info that insulin was leaking from the luer lock. The customer was able to tighten the luer lock and complete a bolus. Reportedly, the customer did not see any leaking after tightening the luer lock. Customer's blood glucose level was 200 mg/dl.